Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was reported that the pt had PICC repaired in (B)(6) 2011. Has been regularly flushed and dressed and working well since repair. Pt woke up at home and realised the PICC had migrated inside but the external end connector and dressing was still stuck to the arm. PICC is being returned- end connector not available as discarded.